Event description:
On (B)(6) 2013, the patient reported that she was in the hospital due to elevated blood glucose levels. The patient stated that on (B)(6) 2013, after changing her infusion set and insulin cartridge, she did not feel the usual burning sensation when the insulin first starts coming through the infusion set. In the morning on (B)(6) 2013, her blood glucose was elevated to 400-500 mg/dl. The levels did not go down after bolusing. At 7:00pm, she stopped using the infusion device and gave herself an injection of 9 units of insulin. At 30-45 minutes after the injection, her blood glucose level was down to 300 mg/dl. At 9:30pm she went to the emergency room and was treated with an insulin drip. She started the infusion device while at the hospital and was told by the staff to remove the device. She was admitted to the hospital that night. Her blood glucose level lowered to 174-178 mg/dl. Her normal range is 80- 190 mg/dl. The patient's doctor advised that the patient return to using her infusion device. The patient changed her infusion set and found that the cannula was bent. After changing the infusion set, the patient did not have any further problems. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore the complaint cannot be verified. No product was returned.